Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was obtained from the patient. The poor coupling and long recharge time has not yet resolved. They think they need another charging system. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neurostimulator (ins) for non-malignant pain. The patient wanted to order adhesive discs to try because since implant they have had poor coupling with recharging. They are having the most difficult time with the recharger. They charged for 5 hours on (B)(6) 2017 and then again for an hour and half in the morning but are still not getting a full charge. Every time they move the coupling boxes move down. Their husband tried to help them by using a magic marker and marking the spots where they have good connection with the antenna but when they go back to charge they will have good coupling until they move or try to do a task or sit down. They will then lose the boxes. It is very frustrating. The patient does use the belt and will even place their hand on the paddle but they still lose coupling boxes. The patient is not getting pain relief. They have had 3 routine therapy optimization adjustments. They saw their manufacture representative (rep) on (B)(6) 2017 who suggested ordering the adhesive discs. It was recommended to keep in touch with their healthcare professional (hcp) and the rep. No further complications were reported/are anticipated.